Event description:
It was reported that angio-seal was used. The next day, the patient experienced symptoms of a pseudoaneurysm. An ultrasound of the vessel revealed the entire angio-seal was intra-arterial. The patient experienced a sub-occluson of the vessel. The device was removed via surgical intervention.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. A paper print ultrasound image revealed a density within the vessel. Based on the information received, the cause for the reported event could not be conclusively determined, however, the collagen was found intra-arterial. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.